Event description:
It was reported that tibial stylus and tibial cutting guide could not assemble properly. In this hospital, the surgeon use only blade runner, so there was not problem in the procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding triathlon tibial stylus and a triathlon tibial cutting guide not assembling properly was reported. Conclusion: the trigger component of the tibial stylus which was also reported in this event is bent preventing the two devices reported in this event from assembling. Due to the damage of the trigger of the tibial stylus it is felt that the cutting guide did not contribute to the event.

Event description:
It was reported that tibial stylus and tibial cutting guide could not assemble properly. In this hospital, the surgeon use only blade runner, so there was not problem in the procedure.